Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective stirrer motor and processor board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during procedure. There was no report of patient injury.

Manufacturer narrative:
A typing error was done in the previous report. One digit of the UDI code was incorrect. UDI code and manufacturing date of device has been updated accordingly. H.10: a review of the DHR could not identify any deviations or non-conformities relevant to the issue. The stirrer motor and the processor board have been ordered and will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
H.10: the unit is installed since 2020 and a review of the complaint database did not reveal further reported issue related to this heater cooler. A review of the DHR could not identify any deviations or non-conformities relevant to the issue. The root cause of the reported error is a mechanical/electronic defect of the stirrer motor which led to damage to the processor board.

Event description:
See initial report.